Event description:
It was reported that the patient experienced syncope and presented to the hospital. The right ventricular lead exhibited loss of capture and an x-ray revealed that the lead had dislodged. It was noted that the lead was not long enough to match the patients anatomy. The lead was explanted and replaced with a longer variant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.